Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation; however, performance data was collected from the device. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the device reached elective replacement indicator (eri) in just under six years. It was noted that high outputs in the ventricular channel were a probable cause of the unexpected longevity. The device was explanted and replaced. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.